Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the doctor/patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised poly components. Decided to replace the femur with a gmrs femur so they could utilize thicker bushings. Original bushings were worn out."